Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the device has not been returned for investigation, and no imaging received. Based on the provided information it is unfortunately not possible for us to give an exact root cause for this event. However, it is not considered likely that the brain infarction or infection reported is related to device failure. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: (B)(6) 2012: a (B)(6)-year-old male patient who had received treatment for aaa using the synthetic graft underwent taa repair. The physician attempted to perform the procedure with left femoral artery approach, but he was not able to advance the delivery system. Then the synthetic graft was punctured to insert the delivery system and the stent graft was placed at the target position. No ballooning after the procedure was performed and the punctured site of the synthetic graft was patched. The technique of the procedure was not specially unique. After the procedure, it was noted the patient didn't recovered from anesthesia at the time when the physician expected. Not perfect but the patient finally recovered. At that time, left limb was movable but right limb didn't move smoothly. The patient was transferred from the operation room to the CT room and CT images were taken. It revealed edema at left temporoparietal region and suggested possibility of cerebral infarction. On (B)(6) 2012: CT images were taken again. It revealed edema in wide rage such as left frontal lobe, left occipital lobe, left parietal lobe. Cranial nerve internal medicine department diagnosed the patient with acute cerebral infarction. Moreover edema in brainstem area and right cerebellar peduncle was also observed. It will be followed up as possibility of infarction. The patient is intubated and dialyzed. Vasopressor is dosed. Bleeding from approached area was observed and hemostasis was performed. On (B)(6) 2012: shock due to infectiveness was developed. On the basis of a clinical diagnosis, the symptom is possibly septic shock. Patient outcome: the symptom is not resolved.